Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted pancreas to treat walled-off necrosis (won) during an endoscopic procedure (eus) performed on (B)(6) 2026. During the procedure, the physician reported the grey colored locking mechanism became detached during deployment. The entire system had to be removed, and a guidewire access was maintained. The procedure was able to be completed by using a different type of pseudocyst stent. A fluoroscopic confirmation of stent position was obtained. Additionally, a double pigtail plastic stent went through the already deployed stent lumen. Due to this the procedure was prolonged to 30 minutes. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f14 captures the reportable event of prolonged episode of care.